Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated thyroglobulin antibody ii (thgabii) results generated on a unicel dxi 800 access immunoassay system for two patients. The customer re-ran the samples and the results were within a different clinical range. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Service was not dispatched to investigate the event. Field service engineer (fse) did not evaluate the instrument. The quality control (qc) was within specifications before and after the erroneous result. A definitive root cause could not be determined for this event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.